Manufacturer narrative:
This product is still in service and is not available for return.

Event description:
It was reported that this patient has an infection and this product is still in service. No adverse events.